Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date 3 weeks ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment, patient outcome, and action taken with pd therapy were unknown. No additional information is available.